Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. A physician stated that the pump had stalled multiple times and stalled again. The pump off code was requested. The code was provided. The physician stated he would confer with the patient.

Manufacturer narrative:
Analysis of the pump identified electrochemical migration across the electrical feed-through insulator. The previously reported evaluation conclusion, method, and result codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was currently receiving dilaudid and marcaine both of concentration 20.0 mg/ml at dose rates of 1.998 mg/day via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that the patient went to give themselves a bolus and their personal therapy manager (ptm) displayed the error code 8476 regarding motor stall. In addition to the code the patient also saw a bell on the ptm. The patient had not heard their pump alarm. It was noted that the patient was new to the area and had a new doctor. The patients had a pump refill on (B)(6) 2019. The patient had used her pump when she came home last night ((B)(6) 2019) at 9:30 and gave herself a bolus this morning as well. It was further noted that the only place the patient was at was the beach. The patient did not recently have magnetic resonance imaging. It was unknown if the patient recently encountered a strong magnet or other sources of electromagnetic interference (emi). The patient had an x-ray on (B)(6) 2019 but that was it. The patient was to follow-up with their healthcare provider to have their pump checked. No patient symptom was reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The type of report was updated from previously being a reportable malfunction to now a reportable serious injury if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a company representative. It was reported that a motor stall occurred in (B)(6) 2019. A physician had scanned the pump and confirmed the motor stall. The pump was put on a minimum rate; the pump was noted as having administered dilaudid (20 mcg/ml). The patient was to receive a replacement at a future date (date unknown). Environmental/external/patient factors that may have led or contributed to the issue were unknown. The issue was not resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history was indicated as having been requested but would not be made available.